Event description:
It was reported that the patient's unitrax unipolar hip was revised due to acetabular bone and cartilage wear. The stem remained implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown unitrax unipolar. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.